Manufacturer narrative:
(B)(4). There can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation. Technique related factors such as suture looping, where the surgeon inadvertently loops a suture over one of the commissural posts, may restrict leaflet motion. Similarly, leaflet restriction can also be caused by chordae entrapment when subvalvular apparatus sparing technique is utilized. Like suture looping, chordae entrapment can contribute to central regurgitation and may require reoperation. Another technique related issue is valve distortion during implant which may result in a dropped leaflet or asymmetric coaptation. The root cause of this event cannot be conclusively determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to the event. The subject device was not returned for evaluation. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient was found symptomatic with dysfunction of the mitral pericardial valve after an unknown implant duration. As reported, the valve showed stenosis and regurgitation and had restricted leaflet motion. No re-do surgery was performed due to patient's co-morbidities.

Event description:
Edwards received notification that this patient was found symptomatic with dysfunction of the mitral pericardial valve after an implant duration of one (1) year. As reported, the valve showed stenosis and regurgitation and had restricted leaflet motion. No re-do surgery was performed due to patient's co-morbidities.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.